Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fail 02" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to the pace fail 02 was observed during evaluation, however, the cause of the fault could not be determined. The pace/defib (pd) engine was replaced to reduce the probability of reoccurrence. Board level evaluation could not reproduce the fault. The board was scrapped. No emerging trend based on similar reports.